Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer's product investigation laboratory for evaluation and the customer's complaint was confirmed. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator inoperative condition occurred. The device was returned to the manufacturer's quality assurance laboratory for further investigation. The device's system board and sd card were replaced to address the issues.